Event description:
It was reported that the patient presented for a routine device change out and lead replacement procedure. During the procedure, while attempting to implant the right ventricular (rv) lead, it was noted that the lead dislodged and the helix exhibited failure to extend and retract. The lead was not used and a new lead was attempted to be implanted and it also exhibited dislodgement, failure to extend and failure to retract. The lead was not used, and the pacemaker was connected to the lead the patient had originally implanted. The patient was in stable condition.